Event description:
It was reported the pt experienced a shocking or jolting sensation at the neurostimulator site. The pt had gained a significant amount of weight; there was a lot of movement in the device pocket. The pt was at the clinic at the time of the report; the pt's status was undetermined. Additional information has been requested from the hcp, but was not available as of the date of this report.